Event description:
It was reported that cgm displayed error message and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, error message did not recur, and customer successfully started new sensor session with no additional issues reported.